Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low readings. The customer's blood glucose reading was 17 mg/dl during emergency room visit. The customer was in a wheel chair since his lets did not work very well. The customer had a hard time raising his sugar. No troubleshooting was done.